Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Upon further review it was found that the product in this report is not sold in the us. Please remove the report from your database.